Manufacturer narrative:
No products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site was unable to establish communication between the image acquisistion system (ias) and the mobile viewing station (mvs). Multiple reboots were attempted and cables were reseated. Imaging was aborted. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.